Event description:
It was reported out of box, that the harmonic ace instrument blade was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image by a regulatory post market surveillance analyst is consistent with the alleged broken blade. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece measuring approximately 0.426" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). Correction(s): d4. Lot number: l80231019 0032. D4. Unique identifier (UDI #): (B)(4). H4. Device manufacture date: 10/19/2023. H8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-sep-2024: it was confirmed that the reported issue occurred outside of a surgical procedure and there was no patient involvement.

Event description:
Refer to h10/h11 for follow-up information.